Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at battery tube side, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, a broken reservoir tube lip, peeling keypad overlay and a corroded battery tube. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken at reservoir connection and it misses the plastic guard (transparent) and the o'rings. The customer's blood glucose was unknown. The product was returned for analysis.